Event description:
A nurse was removing seizure pads from a bed side rail and the clear plastic portion of the pad broke. She stated was using proper technique to remove the pad and the plastic suddenly broke when she pulled on it.